Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with minor scratched lcd window, faded serial number label, and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a pump error. The customer's blood glucose was unknown at the time of incident. It was reported that the alarm occurred during self test. A second self test was performed and the insulin pump passed. The device will be returned for analysis.